Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed pump error 15. Customer's blood glucose level was 241 mg/dl. The customer also received two pump error 19, pump error 63, pump error 79, and pump error 2 alarms. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 63 was confirmed in pump history due to software error. No pump error 2,15,19, or 79 noted during testing. The device functioned properly. However, the device was received with minor scratched lcd window and cracked retainer.